Manufacturer narrative:
Evaluation summary: the tibia provisional exhibits fracture to lip on the anterior aspect of the superior surface. The device was manufactured on 02/12/2004; giving the device a potential field age of approximately 7 years. The device exhibits nicks and dings from an unk number of uses. Additionally, the device exhibits a crack initiating at the base of the post. The cause for the fracture damage appears to be normal wear and tear from repeated use and autoclaving cycles. The returned mis inserter/ extractor impactor pad has a piece of the middle section fractured off. The fractured piece was returned for review with the pad. The device has a manufactured date of january 13, 2011; giving the device a potential field age of approximately 6 months. The contact surfaces of the device exhibit marks and deformation damage from use. Evaluation: the device meets specifications as measured. The device history records for the device were reviewed and were found to be conforming; indicating the device was manufactured, inspected and packaged to specifications. Based on a review of the device the cause for the fracture appears to be normal wear and tear from repeated uses; however, the exact cause cannot be determined.

Event description:
It is reported that the plastic instrument parts fractured during use.